Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4) lens not returned.

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, diopter unknown, in the patient's left eye (os) on (B)(6) 2015. The lens was explanted on (B)(6) 2016 due to lens rotation not associated to a low vault and blurred vision. The lens was exchanged for another same model/diopter lens and the problem was resolved.

Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned dry in lens case/vial. Visual inspection found that haptic was torn and foreign material (fibers) on lens surface. (B)(4). As per the dfu of this lens model,implantation of lens in a patient under the age of 21 years is contraindicated. This patient was (B)(6) at the time of implantation. (B)(4).